Event description:
It was reported that the patient was getting diaphragmatic stimulation from the left ventricular (lv) lead when sitting. The lv lead pacing output was reprogrammed to resolve the diaphragmatic stimulation. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2013. (B)(4).